Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional device and analysis reported in mw 2210968-2019-80421.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture loosens from the needle during use. Another like device was used to complete the procedure. There were no patient consequences reported.